Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The customer troubleshot with technical support and replaced the air/oxygen assembly. Failure analysis of the returned part indicates: an investigation was performed and the product analysis technician reported that the root cause was isolated to components u1/u2 in the airflow sensor subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was o2 flow accuracy fails at 10 lpm. No patient involvement.